Event description:
Pt presented to orthopedist office for c/o prominent hardware of her r elbow status post prior fixation in 2001 and had partial hardware removal in 2002 (transcondylar 3.5 mm screw from medial aspect of r elbow). The pt c/o bursitis with the prominent hardware and when given the option of observation vs hardware removal, she chose removal of the hardware. On (B)(6) 2011 rm received a letter from synthes stating that due to marking etched on the devices, they were able to determine that these implants were not mfg by them. MFR (B)(4). Report to FDA.